Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 75% to 0% overnight and the pump was off when the customer woke up. The pump was connected to a power source and was able to be turned back on. The customer's blood glucose (bg) level was 270 (mg/dl). A manual injection was delivered to address bg level. Review of pump data logs by tandem technical support showed the customer had not charged the pump in the past 10 days. The pump battery depleted as expected and it was confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device.